Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 6.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 40 seconds, the balloon was ruptured. The device was removed and a pinhole was noted in the middle part of the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.